Manufacturer narrative:
B3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received that patient underwent surgical intervention where in one of the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-02698. It was reported one of the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may take place to address the issue. It is unknown which lead is liable so both leads are reported.